Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had an unrelated hip surgery, and it is unknown if surgery mode was enabled. After the surgery, the ipg was found to be inoperable. Additionally, the leads migrated during this surgery. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg and the migrated leads were explanted and replaced to address the issue.